Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Samples and pictures were received, and the reported issue was observed. However, a definitive root cause could not be determined at this time. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported that the needle hub broke which resulted in leakage at the luer connection. The screw pitch is cracked, so the syringe is impossible to use. Some of the medication leaked down. Nurse reported during administration to observe a crack in the needle shaft. The crack occurred at the base of the needle (hub) when it was screwed into the syringe. When the nurse attached the needle, the screw thread on the syringe broke off.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.